Event description:
The pt was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). .

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
The left hip of the patient was revised. The previously reported condition remains unchanged.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, asr hip resurfacing system (left); update from (B)(6) spreadsheet 21st feb 2012: reason for revision, product/lot numbers reason for revision: pain. Update: dpyous73 attached and product ID number added - received 23 may 2012. Update: amended original surgery date. Received: december 14th 2012. Invalid lot number provided - 2149226. Update: amended reference number, side hip and added hospital name. Received: march 6th 2013. Hip(s) to be revised: right. Please note this was a duplicate dint with dint (B)(4), (B)(6) reference number has been amended from (B)(4) - please see attached document. Update: amended side hip. Received: 24th april 2013. Hip(s) to be revised: left - please see confirmation email attached. Update 20 dec 2014: correct reference number provided: 4750419. Please see email chain. Requested correct lot number for taper sleeve - see requests for correspondence.